Event description:
At lunchtime, I noticed that my eyes felt very sore and were tearing more than normal. I removed the contacts and switched to my glasses hoping this would help. After this my eyes starting burning and the pain was excruciating. My eyes teared constantly and I couldn't see. They were extremely red and swollen. I realized at that point that they were not getting better and decided that I needed to go the emergency room. I went to hosp immediately. When I arrived there, the nurse practitioner quickly ruled out conjunctivitis and asked me where I purchased my contacts. When I told her that I ordered them, she informed me that they had seen "numerous" cases of inferior or counterfeit contacts from this vendor, so she anticipated that this was the problem. The on-call dr examined me and they put dye in my eyes and examined them further. There were several severe corneal abrasions - including abrasions that were perfect circles from the contacts and I was given erythromycin to use. I was told that my eyes would be painful for a minimum of 48 hours and was sent home.